Manufacturer narrative:
Additional information: d9 - device return. H3 - yes, evaluation. H6 - codes updated. Investigation results: visual inspection: the taper of the rotation axis shows visible damage/material abrasion on the surface. The rotation axis locking nut (nr860k) is no longer fixed on the thread of the rotation axis. The breakage surface of proximal fragment shows little signs of so-called arrest lines which indicate a fatigue fracture and secondary damages. The breakage surface of the distal component shows secondary damages (shiny surface). This indicates that this surface rubbed against something else after the breakage. There are no hints regarding a material failure / error like foreign material inclusions or blow holes. The thread of the rotation axis as well as the thread of the rotation axis locknut shows no abnormal visible damages. Unfortunately, the hinge ring is not available for investigation. Therefore, it cannot be determined if hyperextension was present. The gliding surface of the meniscal component shows little visible and noticeable scratches and imprints (wear marks) which were possibly caused by bone cement and/or bone chips. The locking ring as well as the bearing for rotation axis show no significant/unusual damages. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: on the basis of the current information, as well as the result of the investigation, a clear conclusion cannot be drawn. There is no indication for a design-, manufacturing- and/or material-related failure. Based upon the investigation results, a CAPA is not required.

Event description:
Associated medwatch report: nr880m (aesculap ag reference no (B)(4); 9610612-2025-00256). Involved components: nr195k / tibia offset stem d15x92mm cemented (aesculap ag reference no. (B)(4); 9610612-2025-00145). Nb015k/ enduro femoral component cemented f2l (aesculap ag reference no. (B)(4)). Nb012k/ enduro tibial comp.offset cemented t2 (aesculap ag reference no. (B)(4)). Nr400k/ nut f/femur extens.stem all sizes neutr. (Aesculap ag reference no. (B)(4)). Nr410k/ femur extens.stem 5° d20x117mm cem.less (aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Investigation results: the product was not returned. The investigation was based upon batch history review, picture review and event description. The provided picture shows that the rotation axis has fractured below the taper. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number. Conclusion/preventive measures: based on the current information, a clear root cause conclusion cannot be drawn. There is no indication for a design-, manufacturing- and/or material-related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.

Event description:
It was reported that there was an issue with product nr880m - enduro meniscal component f2 10mm. According to the complaint description, the patient presented to the outpatient clinic with complaints of postoperative newly developed instability for several days. It was suspected that the coupling mechanism of the enduro knee prosthesis had broken. The physician noted that there were also clear signs of femoral osteolysis, raising the possibility of femoral loosening. An infection- related loosening was ruled out. The original procedure had been performed in 2017. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4). Associated medwatch report: nr880m (aesculap ag reference no (B)(4). Involved components: nr195k / tibia offset stem d15x92mm cemented (aesculap ag reference no. (B)(4); 9610612-2025-00145) nb015k/ enduro femoral component cemented f2l (aesculap ag reference no. (B)(4), nb012k/ enduro tibial comp.offset cemented t2 (aesculap ag reference no. (B)(4), nr400k/ nut f/femur extens.stem all sizes neutr. (Aesculap ag reference no.(B)(4), nr410k/ femur extens.stem 5° d20x117mm cem.less (aesculap ag reference no (B)(4).